Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a white flashing screen. It was also constantly beeping. The device anomaly occurred after the customer had suspended the insulin pump to take a shower. The customer's blood glucose level was 150 mg/dl. Troubleshooting was performed. They could not clear the alarm or alert. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. Insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched overlay, and minor scratched lcd window.